Event description:
It was reported that the non-boston scientific epicardial left ventricular (lv) lead exhibited increasing pacing threshold measurements, from 1.5v in (B)(6) 2021 to 3.2v in (B)(6) 2021. A yellow alert was issued in the remote monitoring system due to the lv auto threshold test being suspended. Loss of capture was observed on the presenting electrogram. Technical services discussed criteria for the alert and noted that the maximum value for the lv output was set to 3.sv. It was recommended to bring the patient in to check the lv lead. No adverse patient effects were reported. The cardiac resynchronization therapy defibrillator (crt?d) remains implanted and in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).